Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the first band that had been properly placed on the varix came loose and the patient began to bleed. An unintended section of the device did not remain inside the patient¿s body. User had to urgently remove the system and use another brand of system to stop the bleeding. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, one sealed device from the lot number provided in the report was returned and evaluated. Our laboratory evaluation of the sealed device could not confirm the report, the device functioned as intended. All components were included in the return. The barrel with all 6 bands was functionally tested. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The distal end of the endoscope with the barrel attached was placed in a water bath of 37 degrees celsius to simulate body temperature. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired while submerged in the water bath. It was observed that the bands constricted and functioned as intended. The bands did not prematurely deploy; they all deployed when expected with handle rotation (reference 1037905-2023-00541). A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A sealed device was returned and evaluated. Our laboratory evaluation of the device could not confirm the report. A definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.